Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced cystitis and return of stress urinary incontinence. Placement of an axis dermis graft for repair of cystocele was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The patient experienced cystitis and return of stress urinary incontinence. A subsequent placement of an axis dermis graft for repair of cystocele was performed.